Manufacturer narrative:
Depuy spine has requested return of the screwdriver for evaluation. A f/u report will be submitted upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the surgeon was unable to secure occipital bone screws onto two universal joint screwdrivers. The use of bone wax in an attempt to load the screws onto the screwdrivers was unsuccessful. The surgery was extremely fiddly for the surgeon and led to a delay of approx one hour to the procedure as other instrumentation was used to insert the screw. See mfg medwatch report # 1526439-2011-00037 for the first screwdriver that was involved in this event.